Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: nim4cpb1:patient interface nim4cpb1 nim 4.0:serial:unknown,lot:unknown nim4cpb1:patient interface nim4cpb1 nim 4.0:serial:unknown,lot:unknown img code patient interface:g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, interfaces were not connecting wirelessly to the nim console. It worked when connected via the patient interface cable. The connection was intermittent and the patient interface box on the screen was red and would not turn green. There was no patient impact.

Event description:
Additional information received, the device worked on wired and wireless mode.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis is submitted in above mentioned in regulatory report however the event is different but the device was returned once and has been already submitted. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.